Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was noted to be depleting quickly. The pump battery gauge dropped from 85% battery life to 10% while the pump was plugged into a power source, then jumped up to 100% battery life. The customers blood glucose level was not impacted. It was indicated that the customer would continue to use the pump until the replacement arrives and has manual injections available as alternate insulin therapy.